Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for completion of return to stock recertification. There was no patient involvement, and no harm or injury reported. On device evaluation, the device was returned to the technician for additional evaluation due to failed repair test for oxygen low flow. Confirmation of the test failure issue and repair has not yet been completed. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer received information that the trilogy 100 ventilator that was returned to the technician due to failed testing has had the test failure identified. The device failed testing for oxygen low flow due to an assembly error; the inlet airpath assembly was missing. The inlet airpath assembly was installed and the device sent to run-in and was re-tested. The device passed all testing. The device did not have a malfunction; the issue was due to an assembly error.